Manufacturer narrative:
Manufacturer's ref. No: (B)(4). No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following complications were reported in this publication: it was reported that 1 patients underwent pulmonary vein isolation and suffered diaphragmatic paralysis. Full recovery occurred within 2 minutes. There are 0 death events and 0 device malfunctions reported in this publication. Model and catalog number are not available, but the suspected device is lasso. Other biosense webster devices that were also used in this study: none non-biosense webster devices that were also used in this study: siemens soundstar acunav , arctic front, epmed flexview publication details title: use of intracardiac echocardiography for early detection of phrenic nerve injury during cryoballoon pulmonary vein isolation objective: evaluating a novel approach toward monitoring and diagnosing phrenic nerve palsy using intracardiac echocardiography (ice) during cryoballoon ablation of the right pulmonary veins. Methods: review of case report.